Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an abscess that was the size of a "walnut." The pod was worn on the patient's leg and the abscess had developed over 12 days and had to be surgically removed on (B)(6)2020. The affected area was rinsed, cleaned and treated with sterile wound dressing. No antibiotics were required.